Manufacturer narrative:
The customer was unable to identify cause of the leak. A field service engineer (fse) went on-site and found a defective degasser and replaced the part. Fse then performed cuvette wash procedure, ran controls and the system was resumed.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a flood under the unicel dxc 800 pro synchron clinical system. No injury was reported.